Manufacturer narrative:
H.6. Investigation summary: no samples or photos received by our quality team for evaluation. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with an unspecified amount of bd safetyglide¿ needle the needles were discovered to be blocked. The following information was provided by the initial reporter: several nurses reported feeling that there is something blocking the inside of the needle making it difficult to push vaccine through. Issue is not visible. Did not reach patient - detected before use or does not touch person during use.

Manufacturer narrative:
D.4. Medical device lot #: 0290144 was reported, however, this is not a lot # manufactured for the reported catalog #. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that prior to use with an unspecified amount of bd safetyglide¿ needle the needles were discovered to be blocked. The following information was provided by the initial reporter: several nurses reported feeling that there is something blocking the inside of the needle making it difficult to push vaccine through. Issue is not visible. Did not reach patient - detected before use or does not touch person during use.